Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had an inoperable downstream occlusion sensor, as it reads at 2500mv. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
D3: correction. H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported complaint was unable to be confirmed. The downstream occlusion (dso) sensor value was checked and it was reading within the proper range. Upon further investigation, the dso seal was found to be detached, and the upstream occlusion (uso) seal was buckling. The dso seal and uso seal were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.